Manufacturer narrative:
System reporting product ID mc1vr01-delsys: a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) was first deployed in the right ventricle (rv) apical septum confirmed by contrast injection. The physician decided to reposition due to low r-waves. When contrast was injected in second position some contrast was found in the pericardium during x-ray. Pericardial effusion was confirmed by echocardiogram. Pericardiocentesis was performed and 150 ml (milliliters) of blood was drained. As the patient was stable the physician continued with the implant procedure and ipg was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.